Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope was not showing a clear picture during preparation for use. There was no patient injury reported.